Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. The lead impedance and the pacing threshold value of the concerned product were in normal values.. A fracture was suspected. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals.the lead impedance and the pacing threshold value of the concerned product were in normal values. A fracture was also suspected. During revision, sales representative noted that the pocket was created near the clavicle, and the generator might have damage the lead. This lead was then surgically abandoned . No additional adverse patient effects were reported.